Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; results will be forwarded when available.

Event description:
It was reported that during the procedure immediately after taking the ablation catheter out of the package, the tip was not moving. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis indicates the manipulator wire is fractured within the handle. It appears that the catheter had a curve pulled that was restricted when the manipulator wire control (tip deflection control) was pushed forward and the manipulator wire broke.